Manufacturer narrative:
Due diligence attempts for additional information is ongoing. The field service representative (fsr) could not duplicate the reported issue. The fsr checked calibrations and operation, and found the device operated to manufacturer specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the cooler heater unit was not giving the correct temperature reading. No other details regarding the nature of this event were provided.